Event description:
It was reported that the user experienced prolonged hyperglycemia with blood glucose readings over 400 mg/dl after a supply change, and later observed that the cartridge plunger had displaced sideways inside the ilet while the glass remained intact; the cartridge lot was 34863 and the event was attributed to underfilling the cartridge to approximately 85 units instead of filling to capacity, consistent with use error involving the cartridge and plunger. Symptoms included hyperglycemia. Outcomes included troubleshooting and education with resolution at home, and no medical facility care. Investigation included user guidance and on-device troubleshooting, including cleaning the insulin chamber with a lint-free cloth and performing a supply change. Investigation of this case revealed improper cartridge fill volume that can allow plunger misalignment. It was concluded that the device function was impacted by use error, with no device replacement requested and the user able to continue therapy after education.